Event description:
It was reported that the subject device had cable breakage. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation also found cable flooding (internal), image capture flooding (internal), electrical contact corrosion, connector cracks, scope mount corrosion, cable corrosion, free lock lever corrosion and scratches on the main body (lens). A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during therapeutic turis (transurethral resection of the prostate in saline) procedure the subject device had cable breakage. There were no reports of patient harm.